Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call for high blood glucose. Customer¿s blood glucose was 460 mg/dl and blood glucose was 375 mg/dl at the time of call. Customer's father reported that they treated for high blood glucose with manual injections. Customer's father reported small bubbles along the tubing length. Assisted customer's father in performing a 5.0u fill cannula. Customer's father stated the insulin exited. The insulin pump will not be returned for analysis.